Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an appropriate shock for ventricular tachycardia (vt). Following the shock there was a delay in post shock pacing resulting in asystole for more than 2 seconds due to oversensed noise. The patient was asymptomatic and no programming changes were performed. The device remains in service.